Event description:
The reporter stated he was receiving er1 messages with his surestep meter. After troubleshooting, it was discovered that the reporter was applying his blood sample to the confirmation dot and not the pink square. He alleges no harm and his meter is not from the affected serial number range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8